Manufacturer narrative:
The devices have an in-vivo time of 1 year and 4 months to date. No additional complaints have been received from any of the manufacturing lots related to this complaint. The components were confirmed compatible. Neither operative notes nor x-rays have been provided. Attempts have been made to obtain additional information however no information has been received to date. The component fit and orientation per the surgical technique is unknown. No documentation of the elevated laboratory levels have been provided. With the information provided, a definitive root cause cannot be determined. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the patient is experiencing high cobalt levels and pain.

Manufacturer narrative:
The femoral head, screw and poly liner were returned for further review. Dimensional measurements of the femoral head conformed to print specifications where measured. Sem images confirmed the presence of dark debris on the femoral head female taper. Eds elemental analysis of the debris on the head taper surface was performed. The debris on the head taper consisted of chromium, cobalt, carbon, oxygen, phosphorus, calcium, chlorine, silicon, molybdenum. The reported devices are used for treatment. The poly liner had a screw hole and damage consistent with extraction damage. Surface damage and damaged anti rotation features was noted on the liner. Device history records for the lot codes associated with the head, stem and liner were reviewed. No deviations or anomalies were noted in the manufacturing process. No device or image was provided of the stem taper as this remained implanted. The condition of the stem is unknown. Surgical notes were not provided. Adherence to rehabilitation protocol and relevant medical history are unknown. Based on the information provided a likely cause for the reported issue is stem to head taper junction corrosion. A specific cause for the corrosion cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient was revised approximately 2 years post initial right hip surgery due to adverse local tissue reaction. Head and liner were revised. Corrosion was found at the base of the femoral head.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision op notes provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately 2 years post initial right hip surgery due to adverse local tissue reaction. Head and liner were revised. Revision op notes states that corrosion was found at the base of the femoral head, minimal fluid noted upon entering capsule, necrotic debris noted inside the capsule and corrosion noted at junction between neck and head.